Event description:
The representative reported that during the 2007, timeframe there had been cessation of dbs therapy. At follow-up (dates not provided), the physician had attempted to reprogram or troubleshoot the system multiple times without success. At revision, product inspection revealed the leads had been severed bilaterally; the device damage was detected near the junction (connection), to the extension product. There was no report of injury; the patient has recovered without sequela. Additional information has been requested from the physician. Refer to MFR report#: 6000153200703689.

Manufacturer narrative:
Results of final device analysis were not complete at the time of this report. A follow-up report will be sent when product evaluation has been completed.